Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level of 500 mg/dl. The customer¿s blood glucose level was 577 mg/dl at the time of the incident and current blood glucose level was 302 mg/dl. The customer had symptoms such as abdominal pain and hot flashes. The customer was treated with manual injection. The customer report customer does not allege pump was under delivering. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The advised to follow up with health care professional for high blood glucose levels. The insulin pump will not be returned for analysis.